Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the fill port cap was loose from the fill port. Further examination of the fill port and cap showed no signs of physical abnormality. The root cause was operator error during the manual fill port cap assembly process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted on 30 november 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter canada received a report that an infusor had a fill port cap which was off. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.